Event description:
Additional information has been received indicating that one laser port was not working.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report of laser defective, lamps light up red, table missing ( one port on laser not working) does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg report num. 2028159-2023-00903. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during lasik surgery an ophthalmic system had defective laser, lights turned up red. Procedure details were not provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).